Event description:
It was reported that the bd maxplus positive pressure connector experienced flow issues, and was clogged. The following information was provided by the initial reporter: the neurosurgery service has found that bi-directional valves offer very significant resistance at the start of the infusion, so much so that it is quite common for nothing to flow, despite a fully functioning venous line. These valves are positioned on the proximal connection of a central or peripheral venous line.

Manufacturer narrative:
H.6. Investigation: an mp1000c-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125168. Additional information provided by the customer indicates that in some instances a flow restriction was observed and in other a complete occlusion was observed. A review of the production records for lot 20125168 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10

Event description:
It was reported that the bd maxplus positive pressure connector experienced flow issues, and was clogged. The following information was provided by the initial reporter: the neurosurgery service has found that bi-directional valves offer very significant resistance at the start of the infusion, so much so that it is quite common for nothing to flow, despite a fully functioning venous line. These valves are positioned on the proximal connection of a central or peripheral venous line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: an mp1000c-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125168. Additional information provided by the customer indicates that in some instances a flow restriction was observed and in other a complete occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125168 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus product in the past 12 months.